Event description:
An lpn at this men's residence was assisting him with a transfer from his bed to his wheelchair using a liko sabina ii sit-to-stand mobile pt lift. As the lpn reached for the hand control to execute the transfer, the man flexed his trunk, and head forward which resulted in him impaling his face on the slinghook on the liko lift. The slinghook penetrated this man's face at the level of his right jaw bone and exited his cheek slightly above the level of entry. The hook penetrated the subcutaneous tissue but did not enter his mouth. Three other residence staff members lifted this man to stabilize him and lifted his face off of the hook. Emergency services were called, the man was transported to the ER. As reported by a staff rn, the man received IV versed and fentanyl which was necessary for the placement of approximately 26 stitches to close both of the lacerations from the hook. A CT scan was done to rule out involvement of surrounding tissue, trachea etc. The man was discharged from the ER back to his residence approximately 8 hrs later.